Event description:
It was reported the patient presented in the emergency room nonresponsive and with no pacing support. Patient is pace-maker dependent. After admission, the patient went into ventricular fibrillation and no therapy was delivered and the patient was likely externally defibrillated. Subsequently, the device was not able to be interrogated. It was also noted that the patient had coded previously, however details were unknown. The patient recovered and the device was explanted and replaced. Electrical measurements were good.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.